Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continuous glucose monitor graph was missing from the pump touch screen. There was no reported impact to the customer's blood glucose level. Reportedly, the issue resolved itself and the customer continued to use the pump for insulin therapy.